Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered on with a flickering display, then the display went blank. When this occurred the leds on the device would illuminate but the display would not turn on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the customer¿s device and was unable to duplicate the reported issue. As a precaution physio replaced the lcd/interface pcb flex cable assembly and the system pcb/interface pcb flex cable assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed cables and was unable to duplicate the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered on with a flickering display, then the display went blank. When this occurred the leds on the device would illuminate but the display would not turn on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.